Event description:
Acct. Reports that they have continued to have problems with "disconnects" "off and on" since their last report. State they have no problems for a couple of days, and then they will have several problems with separation. States the male adapter separates from the IV catheter; they use "insite". State they have not changed their practice, they use the "push and twist" technique. They say it doesn't seem to make any difference on some of the sets and the problem is that they are occurring during or, when the pt's arms are secured under sheets. As a result, they don't always know that the set has separated until after or, when they remove the blankets and see blood and fluid all over the sheet. No serious pt injury has occurred.